Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the iab sheathless via the left femoral artery in 2007. The iab was connected to the iab pump (software version 2.23). Twelve days later, the pump alarmed & there was blood in the catheter. There was no blood in the "system or the water trap"; it was off, & the iab was removed and replaced. There were no reported patient complications.